Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a as per FDA request. Post market vigilance (pmv) led an evaluation of one device. There were no visual or functional abnormalities observed during product analysis. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during an open reversal of ileostomy procedure. The device was being used for stapling of the bowel. The staples did not deploy. The tissue was not cut. In order to resolve the issue and complete the case, used a new open stapler. There was no patient harm. The patient status is alive, no injury.